Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were experienced during eval. The force required to close the door is above expected levels. The door hooks were replaced.

Event description:
It was reported that a spectrum pump did not recognize the door is closed in the medical/surgical care area at the start up. It was also reported there was no pt involvement.